Event description:
It was reported that at the beginning of a laparoscopic adrenalectomy procedure, the doctor placed one of the new trocars that she was trialing into the pt and inserted the grasper unit into the trocar. Once she began to manipulate the unit inside the pt, she said it was stuck (the unit was stuck in the trocar). She then removed the unit, along with the trocar, and realized that the grasper unit had two pieces of coating missing. The doctor looked in the pt's abdomen and found and removed one of the missing pieces. The second piece was not located. The doctors decided that the missing piece was insignificant enough that it would not pose threat to the health of the pt.

Manufacturer narrative:
The grasper unit was removed from the surgical field and replaced with a different grasper unit. There was, at the most, a five minute delay. Additional info will be provided once the investigation has been completed. Note: the reason for the serialization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint systems.